Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield modified skull clamp (a1059) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device revealed that the index knob was not rolling over smoothly and was having difficulties engaging the lock. The unit was disassembled, cleaned and then sent to be scrapped out. Root cause - the complaint has been confirmed via inspection of the unit. The index knob was not rolling over smoothly and was having difficulties engaging the lock. The movement in the swivel base can be a result of loosening of the retainer screw. Stiffness or difficulty in rotation of the index knob can result from a flat on the ball bearings. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00515. A facility reported during a cranial fixation procedure, they experienced difficulty with the locking mechanism on the mayfield modified skull clamp (a1059) and the rocker arm not being completely fixed. Upon assessment, it was noted that the swivel base had rotational movement when locked and the ball bearings were "frozen" on the swivel lock. There was surgical delay of about 10 to 15 minutes as the surgeon struggled to try and tighten the mayfield skull clamp; however, no patient injury occurred.